Event description:
Treatment of an aneurysm. It was reported that the proximal end of pipeline was not fully expanded upon deployment and the device eventually open.no patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)